Event description:
The manufacturer received information alleging a malfunction of a trilogy 100 ventilator¿s liquid-crystal display (lcd) screen. The device was reported to have been in patient use at the time. It was reported that the lcd display screen became operational after the user restarted the device. There was no injury or harm reported. The ventilator was returned to the manufacturer for evaluation. On testing of ventilator, the customer¿s complaint was not duplicated and there were no errors in the device log indicating an abnormality. Evaluation determined the reported issue was related to a malfunction of the lcd display. The device's lcd display was replaced to address the issue. Unrelated to the complaint, the blower motor was replaced as well as the 43-microns fan foam and the stirring fan foam. Final testing of the ventilator confirmed the unit was operating properly.